Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not stop infusing during therapy in the intensive care unit. The customer reported that "the pump was programmed to infuse medazolin at 2 mics per kilo, per hour. The customer reported that they tried to stop the pump but the pump would not stop." Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.